Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level above 400 mg/dl with trace ketone levels. The cause for the elevated bg was unknown, however health care professionals alleged stress on the customer was the cause. Customer was treated with intravenous fluids and insulin, and was released from the ER four and a half hours later. Upon being released from the ER, the customer's bg level was 117 mg/dl and the customer was in "fair condition."